Event description:
During product service by a field service technician, a flo-gard infusion pump experienced a battery low alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician. Visual inspection, functional testing and battery testing were performed. The low battery alarm was identified during functional testing. The cause of the condition was determined to be a low battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.